Manufacturer narrative:
The device was returned and is pending evaluation. It was reported that the cannula may have dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The wife reported that the patient's blood glucose reached 280mg/dl while wearing the pod on his arm for 48 hours. The top of the adhesive was coming off. She said that the device possibly was not connected in his skin and was just hanging off; when the patient took the pod off, the spot where it had been placed was raised kind of like it rejected it. Treatment included bolusing and giving himself an injection. The wife also stated that the cannula appeared bent when the device was removed. When the pod was changed, the patient was feeling better.

Manufacturer narrative:
The returned device was evaluated. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause skin irritation.